Event description:
It was reported that the patient was admitted with a patella fracture. Surgeon performed a patellectomy and replaced exchangeable hardware (lps hinge insert, pin, and bumper). No fault in existing product or implant was determined. Doi: (B)(6) 2005. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Please confirm if there was any allegation towards the depuy products. B. Was there any adverse consequences that affected the patient because of the reported event? C. Please clarify, was the hinge pin removed and replaced at revision? If yes, please provide product details. D. Please provide the lot number and the product code of unk knee femoral hinge pin lps & unk knee femoral lps. Answers: a: negative, there was not. The patient suffered a patella fracture and the surgeon wanted to switch out changeable parts for fresh ones while performing a patellectomy. B: negative. C: yes, the hinge pin was removed in order to disassociate the tibial insert from the femoral component. It was replaced with a replacement pin and a fresh xxsm 12mm lps insert. D: the hinge pin that was replaced came, I believe, as part of the xxsm 12mm universal lps insert. There was no implant sticker for the hinge pin on the original charge sheet. The product number of the xxsm 12mm universal lps insert was 1987-27-012, lot number 575262. The product number of the xxsm lps distal femoral component was 1987-14-111, lot number 522350.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.